Event description:
A malfunction occurred with a pump, indicated by the display of malf 12, although no notable events preceded this issue. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.